Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 7 months. Manufacturer's investigation conclusion: the patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient handbook also provide information regarding how to prevent infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specification. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient initially underwent tricuspid repairs due to being upgraded to 1a for driveline infection. The patient was hospitalized for management of his driveline infection for psuedamonas and discharged home on cipro. The event date is estimated.